Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side (exact date not reported). Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of event description (event details, per): product was implanted on (B)(6) 2010 and revised on (B)(6) 2016 due to loosening, elevated cobalt and chromium ions and metallosis. Patient is planning for revision surgery. Complaint was initially reported as a durom complaint. Review of received data: revision report dated (B)(6) 2016: diagnostic studies: (B)(6) female patient (B)(6) has a history of left tha with mom system. Patient is feeling pain in the left hip since several months. Synovial fluid observed in the MRI pictures (not available). Cobalt level in serum found to be 10.8 (unknown unit); chromium instead 12 (unknown unit). Intraoperative findings: thickened reactive capsule observed. Multiple tissue specimens were sent from the capsule in the femoral head and from the acetabulum for analysis. There was no ingrowth on the acetabular surface of the cup. No other conspicuous information. Post revision pictures review: the pictures show the patient wound and the explanted mmc cup and femoral head. The head is quite covered by blood and no particular observation can be done. The cup shows some tissue on the acetabular side but cannot be determined if it is well fixed bon ongrowth. The wound is quite dark but it seems that several amount of tissue is dark around the artificial joint. Post-operative pictures of the cleaned explanted device: several pictures were performed to document the explanted devices. The first picture shows the taper side of the head adapter and the ldh. The head adapter is slightly sunk in the ldh. The second picture shows the articulating surface of the ldh. The picture has a very low quality and no precise statement can be done on the condition of the surface, however, no major damage are observable. Similarly, even the quality of the third picture, which depicts the articulating surface of the mmc, is very low. There are several scratches visible on the surface, which were made most probably during revision. The fourth picture shows the acetabular surface of the mmc cup. Despite some tissue is visible close to the pole of the cup, large part of the surface exhibits almost no bone ongrowth. The last 2 pictures show the head adapter (lot number not readable) from 2 different perspectives. It seems that on the inner surface there are small areas with corrosion, such as surface changes due to fretting corrosion. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation review of IFU: the zimmer mmc cup must not be adjusted in the acetabulum after impaction. Any attempt to move the cup will reduce the primary stability of the prosthesis which may compromise bone on-growth and affect the longevity of the implant. Root cause analysis: it is possible that the reported high level of cobalt is a result of the processes which took place at the head adapter connection. It is also possible that the scratches observed on the articulating surfaces occurred during implantation, leading to unexpected high wear rate or due to third body wear. It is also possible that wear rate increased due to malpositioning of the devices. However, neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer's "instruction leaflet for endoprosthesis". However, an exact root cause for the pain felt by the patient, loosening of the cup and for the fretting corrosion on the inner surface of the head adapter could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a zimmer mmc cup uncemented, 52 mm/44 mm, code j on (B)(6) 2010. The patient was revised on (B)(6) 2016 due to loosening, elevated cobalt and chromium ions and metallosis.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component on (B)(6) 2010. The patient was revised on (B)(6) 2016 due to loosening, elevated cobalt and chromium ions and metallosis.